Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was stopper creep out or loose closure and sample leakage. The stopper creep out event occurred 10 times. The fluid leak out event occurred 10 times. The following information was provided by the initial reporter. The customer stated: there "have been having incidents of blood spillage during sample transportation from ward to lab due to loose hemogard cap on 6ml serum tubes. Blood samples are collected using needle and syringe or wingset and syringe, and needle is pierced thru tube cap to allow blood transfer. This is customer's routine blood collection practice, and they have not had this issue prior. Because of the repeated spillage happening, the lab had instructed staff to seal tube with micropore tape during transportation. Loose cap was also observed by lab staff when these sealed tubes reached the lab."

Manufacturer narrative:
H.6. Investigation summary: material #: 367815. Lot/batch #: 1333117. Bd received 100 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for decapping was observed. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for decapping with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode decapping. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was stopper creep out or loose closure and sample leakage. The stopper creep out event occurred 10 times. The fluid leak out event occurred 10 times. The following information was provided by the initial reporter. The customer stated: there "have been having incidents of blood spillage during sample transportation from ward to lab due to loose hemogard cap on 6ml serum tubes. Blood samples are collected using needle and syringe or wingset and syringe, and needle is pierced thru tube cap to allow blood transfer. This is customer's routine blood collection practice, and they have not had this issue prior. Because of the repeated spillage happening, the lab had instructed staff to seal tube with micropore tape during transportation. Loose cap was also observed by lab staff when these sealed tubes reached the lab."